Event description:
During a cellular transplant a ¿t-connector/spike adapter¿ was being used and while trying to change out the bag of cells, one of the spikes broke off into the cell bag. A new t-connector was used and during cellular infusion takedown the same thing happened where one of the spikes broke off into the bag.